Manufacturer narrative:
PMA/510(k) #: not exempt, reamendment this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a total of ten nester platinum embolization coils were placed into the left gonadal vein of a patient during a varicocele embolization procedure. In an unspecified amount of time after the procedure, the patient developed a rash in the area of coil implantation. Questions regarding treatment of the rash and current patient status were unable to be answered in additional detail. This report accounts for an unknown number of coils, the additional coils are referenced in medwatch report 1820334-2018-02606.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation a review of the instructions for use (IFU), manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. The instructions for use (IFU) instructs the user to inspect the product prior to use to ensure that no damage has occurred. The document also notes that the product should not be used if there is any doubt about device sterility. The reported lot number is unknown, but from 01jan2013 to 11oct2018, there have only been three mwce-35-14-6-nester lots sold to the customer. A review of the device history record was completed for lots 4867590, 767332 and 8416095. There were two relevant nonconformances revealed in lots 7673322 and 8416095 for one piece of foreign matter in the seal and two pieced of foreign matter respectively. These specific nonconformances were reworked and since mwce lots pass a 100% foreign matter inspection prior to release, it is unlikely that nonconforming product made it to the field. It should be noted that there were no other complaints reported for these lot numbers. Validated processes ensure the device is manufactured in a clean environment and that the final device is sterile. Biocompatibility testing was performed in compliance with en iso 10993-1 (2009)/ac (2010). Testing conducted includes cytotoxicity, acute systemic toxicity, implantation and hemocompatibility examinations. All biocompatibility testing passed and the materials comprising embolization devices have been proven to be clinically safe. It is possible that the patient had an allergic reaction to the materials in the embolization coils or that the presenting symptoms were due to the migration of the coils irritating the surrounding tissue, and not the coils themselves. Based on the information provided, no products returned to aid in the investigation, and the results of our investigation, a definitive cause could not be established. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation - evaluation. Corrected data: the reported lot number is unknown, but from 01jan2018 to 11oct2018 there have only been six mwce-35-14-8-nester lots sold to this customer. Two lot numbers (7676073 and 8388414) had one relevant nonconformance each for foreign matter in the seal (qty. 1) and foreign matter (qty. 2) respectively. These nonconforming products were reworked, and since mwce lots go through a 100% foreign matter inspection prior to release, it is highly likely that no nonconforming product made it out to the field. It should be noted that there were no other complaints associated with these lot numbers. Clinical assessment: there is no information stating that the alleged rash is an autoimmune response to the coils themselves. This could be a coincidental incident, but at this time the most probable causes of this event are medical procedure or human anatomy related (available at the time of the follow-up 1 report). Additional information: the raw material in the embolization coil is specified to certain purity levels and numerous controls are in place to make certain that the materials is properly washed and is free of debris throughout the manufacturing process. The current design risk specification for embolization devices outlines the potential failure modes that could have the effect of an adverse physiological response and the current risk controls in place. The device was sterilized with ethylene oxide using a validated process. Devices are manufactured in a controlled environment where endotoxin and biological burden levels are monitored regularly. Biocompatibility testing includes cytotoxicity, acute systemic toxicity, implantation and hemocompatibility and test numbers for these studies are outlined in the technical file. It is possible that the patient had an allergic reaction to the materials in the embolization coils or that the presenting symptoms were due to irritation of the surrounding tissues and not the coils themselves. For these reasons, a definitive cause could not be determined. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.